Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2017 with the following findings: a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Investigation duplicated the complaint. Unrelated to the complaint, the battery compartment and the cartridge compartment were both noted to be cracked.